Event description:
Customer reported the system will not display an image while fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and snubber board. System operates as intended.